Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon receiving a vibratory alert the patient presented to the emergency room. Upon device interrogation, post-sensed t-wave over-sensing was noted. The patient was asymptomatic. The physician elected to turn off the patient notifier for these alerts. The patient was stable before, during and after.